Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "the rubber piece that holds the technology wire, the hole is too big. It sucks air in and fluid comes out. This account has seen this same problem occur on all configurations of their provena solo piccs." 03/24/2023 additional information received: the procedure was a PICC placement. The procedure was able to be completed. If you place your finger over the large hole it stops the air from sucking in/fluid from coming out. There was no patient harm. The event did not interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient. There were no additional, unplanned medical or surgical intervention (e.g., additional/alternative medications, imaging, etc.) Required to avoid patient harm.